Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise, a possible lead fracture, and the patient had recently received one shock. It was also reported that there was premature battery depletion. The device was explanted and replaced and the lead was replaced. No further patient complications have been reported as a result of this event.